Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had the procedure last week and they had never felt the stimulation. Patient said they did feel the stimulation during the trial. Agent asked if patient was getting any benefit so far and patient said no, they might be back to where they were before anything but it was hard to tell. Patient asked if the therapy was turned on when they got the procedure done. Agent reviewed therapy information and general programming guidance. Patient was able to connect to implant and realized the therapy was off. Patient turned therapy on. Patient would maintain stimulation level and would continue to track symptoms. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to representative to see if they could call patient back. Patient reported no change in baseline, never received therapy benefit and therapy was turned off since the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.